Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological. According to the reporter: the patient underwent treatment of stress urinary incontinence and pelvic organ prolapse. The patient allegedly experienced pain, erosion of internal bodily tissues and other bodily injuries. The patient has undergone or will undergo corrective surgery or surgeries.